Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm), while wearing the device between 4 and 24 hours. The patients reported blood glucose level was over 300 mg/dl. The patient reports when they had removed the pod from the insertion site there was purulent discharge as well as swelling, redness, hardness and the pod insertion site was also hot to the touch. In addition the patient reports the pods cannula was bent. The patient reports the pod was leaking during wear. The patient was taken to the emergency room but due to the patient continuing to feel sick the patient was then taken to the children's hospital. Once at the children's hospital the patient was diagnosed with cellulitis. The patient was prescribed antibiotics to be taken every 6 hours. The patient was at the hospital for 6 hours.